Event description:
On (B)(6) 2006, a monarc subfascial hammock was implanted. It was alleged that the pt, "has suffered/will continue to suffer pain, suffering, disability, impairment," and economic losses. "Mesh erosion" was discussed by a physician as a "cause" of the pt's "symptoms."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.